Event description:
Investigation results: refer to section h6. Original report: during review of the patient ecog data it was observed that the neurostimulator battery voltage had fallen from 3.0v on (B)(6) 2023, to 2.72v on (B)(6) 2023, and most recently to 2.50v on (B)(6) 2023. On (B)(6) 2023 it was confirmed that the device had reset to start up mode, indicating the device was not detecting or delivering therapy. The neurostimulator was replaced on (B)(6) 2023.

Manufacturer narrative:
(B)(4), investigation of the returned device concluded that the device was subject to electrical overstress in the output stage (stim dac) resulting in a high current draw consistent with the rapid battery depletion. The source of the electrical overstress is not known.

Manufacturer narrative:
(B)(4). Neuropace is in process of investigating the explanted product.

Event description:
During review of the patient ecog data it was observed that the neurostimulator battery voltage had fallen from 3.0v on (B)(6) 2023, to 2.72v on (B)(6) 2023, and most recently to 2.50v on (B)(6) 2023. On (B)(6) 2023 it was confirmed that the device had reset to start up mode, indicating the device was not detecting or delivering therapy. The neurostimulator was replaced on (B)(6) 2023.